Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for right ventricular (rv) lead shock impedance out of range. Technical services (ts) reviewed the device data and discussed the rv lead shows a gradual increase in the shock impedance and there are no noisy episodes. Troubleshooting recommendations and suggestions were provided. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for right ventricular (rv) lead shock impedance out of range. Technical services (ts) reviewed the device data and discussed the rv lead shows a gradual increase in the shock impedance and there are no noisy episodes. Troubleshooting recommendations and suggestions were provided. Additional information was provided. During in-clinic visit the patient was in atrial fibrillation (af) and the health care professional (hcp) requested to use a manual shock to terminate the af. The manual shock effectively converted the arrhythmia, returning an in-range shocking impedance of 100 ohms. The shock impedance limit alert was reprogrammed from 125 to 150 ohms to keep monitoring via latitude. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for right ventricular (rv) lead shock impedance out of range. Technical services (ts) reviewed the device data and discussed the rv lead shows a gradual increase in the shock impedance and there are no noisy episodes. Troubleshooting recommendations and suggestions were provided. Additional information was provided. During in-clinic visit the patient was in atrial fibrillation (af) and the health care professional (hcp) requested to use a manual shock to terminate the af. The manual shock effectively converted the arrhythmia, returning an in-range shocking impedance of 100 ohms. The shock impedance limit alert was reprogrammed from 125 to 150 ohms to keep monitoring via latitude. The rv lead remains in service. No adverse patient effects were reported.